Manufacturer narrative:
Additional information: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the device had foreign material exiting from the air/water nozzle. There was no allegation of harm, nor adverse event associated with this event.

Manufacturer narrative:
This report is being supplemented to provide corrections, additional information and results of the final investigation. B5 was corrected, along with d5, e1, e2, e3. D4 lot no. Of the initial emdr should have been left blank, as this is a serialized product. Lastly, please see updates to a2, a4, a5, a6, d4, d6, d7, d8, g2, g4, h2, h3, h4, h5, h6. Based on the results of the completed investigation, the identity of the foreign object and why it remained in the device was not determined. The root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The reported foreign object inside the gastrointestinal videoscope's nozzle was found by olympus during device evaluation.